Event description:
Distributor found foreign particle embedded in product during incoming inspection.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Product was not in use. Cosmetic defect was noted during incoming inspection. Complaints of this nature have been previously investigated and documented in the CAPA system. No additional event information provided to date. Should additional information become available a follow-up report will be submitted.